Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure using a telescope guide extension catheter an air embolism occurred. No patient injury was reported. It was stated that it was not clear if the telescope device caused the air embolism. Further details are not available.